Event description:
It was reported that the r-wave amplitude trend showed a fluctuation in r-wave values. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.